Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 86-year-old patient needing mechanical circulatory support. It was reported that the patient on impella cp had a small groin hematoma during implantation. Repositioning sheet, manual pressure and angle matching, advancement of repositioning of the sheet did not help the hematoma which was larger at the insertion site. Pump was weaned off and was explanted with balloon tamponade.